Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the patient details were not crossed over. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient details were not crossing over. A technical support specialist identified the issue and provided the customer with guidance on which services must be running for the carefusion coordination engine interface application to function properly. The integration engineer determined that the main services were carefusion cce (med) (cce-service), carefusion cce (med) (system), and sql server (mssqlserver). After all the services that should have been running after a server reboot for the nj50529pyx03 server. The system functioned as intended after the technical support specialist investigated the device.